Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that after implantation of intraocular lens (iol), the patient experienced color vision. The lens was explanted in a secondary procedure and replaced with another lens of same model with different diopter. The clinical reason for explant was dislocated lens. Additional information was received stating that, in the surgeon's opinion, the dislocated lens caused the event. There was no patient harm. In the surgeon's opinion, the prognosis of the patient was good.